Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 475 mg/dl and other was 380 mg/dl and 475 mg/dl. Customer stated that customer had treatment bolus and manual injection at that time was dizzy. Customer stated that he was on some harsh medicine for his chemo that elevates his blood sugar. Customer was in automode a small portion of the day unsure if before or after high blood glucose. No information about auto mode was given. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.